Manufacturer narrative:
Other, other text: additional information: b3: information was received on 22-oct-2020 indicating event date.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional and delivery testing and found to meet with specifications. The reported issue could not be confirmed.

Event description:
It was reported that the device gave an alarm with blank screen and the device powered down. No adverse effects to patient reported.